Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks. According to the reporter, on approximately (B)(6) 2026, the pediatric patient experienced a skin reaction with inflammation covering an unknown skin area. There is no documentation of scarring or systemic involvement. There was no documentation of treatment provided; however, the patient had undergone medical intervention with a surgical procedure incision and drainage. At the time of the report, patient condition was unspecified. No photo or other details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.